Manufacturer narrative:
Method: device not returned; followed up with company rep.

Event description:
It was reported that a post-market clinical study pt underwent a balloon kyphoplasty procedure at level l5 on (B)(6) 2008. Approx one month post procedure, the pt reported recurrent severe back pain and worsening tenderness over the lower lumbar spine. An MRI was performed and showed persistent edema at l5. The pt underwent a vertebroplasty procedure at level l5 on (B)(6) 2008. No additional info was reported.